Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was getting ineffective stimulation. X-rays were taken which confirmed the patient's sacral lead had migrated. Surgical intervention was taken to replace the lead which resolved the issue.